Event description:
In this event it was reported that a propex apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While there was no injury in this event, there has been a previous report rec'd within the past two yrs involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.